Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dried serum on tip clamp in positions #6 and #8. Replaced defective plunger clamps in positions #6 and #8. Replaced defective scanner flex cables. The instrument tested without further problem and was returned to expected operation.